Manufacturer narrative:
The device was not returned for analysis. The manufacturing records were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that a trial patient had experienced an epidural abscess following the removal of the leads. The patient was given antibiotics and the abscess was removed by the physician. Follow up report indicated that the patient is prone to infection and has recovered without sequelae. The patient is looking forward to permanent implant.